Event description:
Patient fact sheet with operative report states that during the broaching procedure a small proximal femoral crack was noted.

Manufacturer narrative:
Patient fact sheet with operative report states that during the broaching procedure a small proximal femoral crack was noted. Doi: (B)(6) 2006 - dor: none reported (left side). Examination was not possible, as the instrument was not returned. The product and lot code was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.